Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, an insulation abrasion on the left ventricular lead was noted. No intervention had been reported, the lead remains implanted. The patient would be monitored.